Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a spinal product used in posterior lumbar interbody fusion (plif) spinal therapy for lumbar canal stenosis (lcs) at l4/5. It was reported that after installing the plif and l5 ps, it was confirmed through fluoroscopy that the right cage was moving in the anterior direction when the device was operated for repairing the dura. Immediately, using the removal period, the cage was picked up, but the entrance was narrow and could not be removed easily. Looking at the fluoroscopy again, it was determined that the cage was moving forward on its own than before, and further operation from the rear was dangerous. The plan was changed to collect the cage from the front. Added an l4 screw and l4/5 fixation was completed and the surgical incision was closed. No further complications or symptoms were reported. Additional information was received via manufacturer representative that there is a delay of more than 60 minutes due to the additional treatment was performed by changing the patient position for the removal of cage.

Manufacturer narrative:
Additional treatment was performed by changing the patient position for the removal of cage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5 is updated. H6 is updated. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via manufacturer representative that the product is discarded.